Event description:
It was reported the lead had high threshold, high impedance and an apparent fracture. It was also reported, there was no capture at 10 volts. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.